Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue as automatic filling error occurred multiple times when checking the device log, getinge field service engineer confirmed that an error called "fault #37 0x5" had occurred. Patient was involved. No harm.

Manufacturer narrative:
Due to character limit in e1 event site name is kakogawa municipal hospital organization kakogawa central municipal hospital and city is kakogawa-shi, kakogawa-cho, honmachi 439 a supplemental report will be submitted upon completion of our investigation

Manufacturer narrative:
Updated fields: b4, b5, g1 (contact person - mfs site), g3, g6, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: e1 (event site telephone) a getinge field service engineer (fse) was dispatched and when checking the log confirmed that fault #37 occured five times. The fse stated this is an error that can occur when the iabp is not connected, the atmospheric pressure sensor or solenoid valve. The iabp balloon and extension tube connection (which was difficult to see because it was covered with tape) that received were disconnected and in an unconnected state. As per the fse this is thought to be the cause of the error. Fse confirmed that pumping was possible when the disconnected part was connected. There were no parts replaced. The fse performed a simple operational inspection, so we would like you to check the situation here.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump (iabp) had fault code 37. There was no injury to patient reported.